Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient doesn't think their device is working and it is "hard to tell" if it is working. Patient said they don't have any feeling during the day and would urinate way more during the day. The patient was instructed to connect to their ins and it was reported that the patient was at 2.6v and stimulation was off. The patient was instructed to turn stimulation down to 2.0v before turning it back on. When the stimulation was turned back on, the patient said it feels like a vibration. The patient programmer (pp) buttons were reviewed and it was concluded that the stimulation may have been accidentally turned off. Non stop utis were reported and the patient has been prescribed ciprofloxacin to treat them, but it didn't work. The patient was also prescribed macrobid and just finished a 10 day prescription. It was recommended to follow up with the healthcare provider (hcp) if symptoms don't get better and to discuss the uti. Patient will follow up with their hcp. No further patient complications have been reported as a result of this event.